Event description:
It was reported that the right ventricular (rv) lead dislodged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary : the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the distal electrode, there was blood on the proximal conductor (not obstructed), the outer insulation was melted, had a cosmetic cut, and cosmetic depression and there was apparent explant damage. Concomitant product: 4076 implantable pacing lead 2012 (B)(6). (B)(4).